Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed. Pt outcome: "no damaged to the pt". No add'l event info was provided.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a radial fractures of the glass cap distal to the fiber/cap fusion zone at the bevel; the fiber proximal to the fracture was found to rotate independently of the metal cap. Moderate burnt detritus on the metal cap and severe devitrification of the glass cap at the output window was observed. Evidence of excessive bending and glass fragments in the flow tube were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.